Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient went to an MRI and was zapped twice. The patient had heart palpitations and felt sick.

Event description:
It was reported the patient experienced shocking or jolting after a CT scan. The patient had some hip issues and had his therapy on during the scan. The device was implanted in the pt's left abdomen and the caller felt a localized jolt in the right abdomen or side. The pain lasted 2-3 seconds. The pt felt changes in stimulation with position or pressure changes. Add'l info has been requested and will be made as f/u as it becomes available.